Event description:
It was reported that the patient underwent a spinal procedure at l1/3 for l2 trauma using posterior fixation. It was noticed at unknown time post op that two bone screws were broken. The patient was reportedly asymptomatic and fusion was not completed. A secondary surgery was performed approximately nine months post op and the broken screws were removed.

Manufacturer narrative:
Explanted device was not returned to the manufacturer for evaluation, the images of explanted screws were reviewed. The pictures show that two screws are broken at middle of the treaded post. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.